Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Worsening mitral regurgitation (mr), mitral valve injury (tissue damage), cardiogenic shock and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there is no evidence of a device issue in causing the cardiogenic shock and subsequent death. The device was appropriately implanted with no reported issues. The cause of death was most likely progression of the preexisting disease. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient pathology/morphology; however, a definitive cause for the difficulty positioning the device due to potential clip interaction could not be identified. In addition, it is possible that grasping attempts resulted in a potential tear in the leaflet, contributing to the unchanged mr, but this cannot be definitively determined. The reported cardiogenic shock and subsequent death was reported to be related to patient conditions due to worsening valvular disease. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (cds 50117u104) referenced is filed under medwatch report number 2024168-2016-03792.

Event description:
This is being conservatively filed for the possible tissue damage and patient death. On (B)(6) 2015, the patient presented with functional mitral regurgitation (mr) grade 4+. One mitraclip (50117u104) was implanted, reducing the mr to 2+. On (B)(6) 2016, the patient presented with severe mitral regurgitation (mr) due to valvular disease from a previously experienced myocardial infarction, noted in (B)(6) of 2015, unrelated to the previously implanted clip. That day, on (B)(6) 2016, another mitraclip procedure was performed. Due to anatomy, difficulty was encountered when the clip (cds 50624u151) attempted to grasp both leaflets. During positioning and grasping, there may have been interaction with the previously implanted clip and tissue damage; however, this is unknown. Post clip implantation, the mr remained severe. Reportedly, the clip was stable and well seated. Post procedure, the patient went into cardiogenic shock. An intra-aorta balloon pump was placed, medication was provided and the patient was transferred to the intensive care unit where the patient expired. Reportedly, although the event was unrelated to the mitraclip devices, it occurred after the second clip was implanted. The mr and death were reported to be related to worsening valvular disease. There was no additional information provided.